Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the scope error was likely caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions: [inspection of the endoscopic image] 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. During inspection and testing, the reported issue was confirmed; the air/water chamber was not water-tight due to damage. The testing and examination determined that the chamber damage led to the leaking fluid, the leaking fluid allowed for connector corrosion, and this caused the scope error code. In addition, the angle wire was worn, and the angle was outside of specifications; this caused the "up" direction of the up/down knob to perform outside of specifications and allowed excess play in the knob. The adhesive on the bending section was chipped and cloudy, the control unit and suction connector were dirty from fluid contamination, the universal cord was sticky and had a wrinkle on its surface, the objective and the light guide lenses were cloudy, the connector cover was scratched, and the connecting tube was scratched. Olympus will continue to monitor field performance for this device.

Event description:
The company representative reported on behalf of the distributor and the customer that the evis lucera elite colonovideoscope had a leaking air/water chamber. No adverse effects to patient reported. The device was returned to olympus medical for evaluation. During testing, the device was found to relay an error 315 (unsupported scope error) due to corrosion on the connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.